Manufacturer narrative:
Only sealed product was returned for evaluation. The product used in the surgery for this complaint was not returned. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
The health care facility reported during an intraocular lens iol implant procedure, the lens hooked in the injector. The procedure time was prolonged by approximately 20 minutes and was completed with a different model iol, a capsular tension ring and a sulcus-suture. Additional information has been requested.